Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion event was observed with a clearlink solution set. This occurred due to tubing that was stuck together where the roller clamp was previously closed off. The reporter stated a clinician opened the roller clamp at a certain drip rate and walked away from the patient. When the clinician came back to the patient, they noticed that the drip rate was faster due to the tubing eventually opening up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.